Manufacturer narrative:
A ge service representative performed an onsite investigation. A pcb in the workstation was reseated. The hard disk and cine disk drives were evaluated and re-formatted. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently locked up. No patient serious injury or death was reported related to this event.